Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in hospital when the patient fell and received several shocks. It was noted that the patient's all leads were dislodged and caused the shocks. Helix of the rv lead could not be extended during lead repositioning procedure, so it was explanted and replaced. The patient was reported as being stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.